Manufacturer narrative:
The product has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6)2014, the reporter contacted animas alleging a blood glucose of 33 mmol/l with extreme thirst associated with multiple loss of prime warnings across multiple cartridges. The reporter indicated that the cartridge had been changed since the event started and a cartridge was attempted from a new box without resolving the issue. A review of the event indicated that the patient was using the cartridges correctly per the instructions for use, the cartridge cap was secured appropriately, and there was no known sudden changes in force or temperature related to the issue. This report is made based on the allegation that the patient experienced hyperglycemia associated with recurring loss of prime warnings on the pump.